Event description:
Pt required takedown of nonunion with open reduction and internal fixation and autologous bone grafting of right ulna distal third shaft. A synthes 2.7mm locking screw-head, size 18, in the most proximal aspect of the plate, sheared off after implanted into pt. Screw shaft left in place.